Event description:
Customer stated that pt did not receive his chemotherapy in 46 hrs though pump indicated it was running. Customer also stated no injury to the pt noted. Infusion was 5fu with a rate of 87.1 mg/hr.

Manufacturer narrative:
Investigation found that pump showed impact bent platen causing pump failed volumetric accuracy test. Platen was replaced to resolve the issue.